Event description:
Philips recall the site does not accept the serial number so you must call. My position in line was # 33 this is 2 years after the recall. Then they are offering (B)(6) off a machine that will cost (B)(6) to replace? The site they created makes you must call them which with the volume will get hundreds to thousands to simply "give up." FDA safety report ID# (B)(4).